Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tube experienced foreign matter in tube biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated: "there was plastic material in the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to fm in tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tube experienced foreign matter in tube biological and non-biological the following information was provided by the initial reporter: translated to english. The customer stated: "there was plastic material in the tube."